Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system underwent a revision procedure, during which the right ventricular (rv) lead was explanted and replaced due to an unspecified anomaly. No additional adverse patient effects were reported. No additional information was provided at this time. Subsequent additional information was provided that indicated that this right ventricular (rv) lead exhibited a dislodgement. The physician opted to perform the revision procedure where the rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. This rv lead was disposed of by the hospital.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system underwent a revision procedure, during which the right ventricular (rv) lead was explanted and replaced due to an unspecified anomaly. No additional adverse patient effects were reported. No additional information was provided at this time.